Event description:
On 11/27/06, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter would not turn on. The medical affairs specialist (mas) mailed a letter to the pt on 12/1/06, to obtain/verify info. In 11/06, at around 12:30am, the paramedics were contacted. The pt was treated with a glucagon injection although the customer care advocate (cca) documented that there were no symptoms reported. Glucagon injections are typically given for treatment of hypoglycemia. It is not known when the alleged power issue started and if the pt was able to test himself before and during the time of concern. It would have been helpful to know the following info: when the power issue started, if the pt developed any symptoms, when the symptom started, when his medication regimen is, and if he was following the regimen before and during the time of concern, in addition, it would have been helpful to know what the pt's last blood glucose reading was on the reported meter, when it was taken, how many times the pt tests per day, what meals the pt had on the day of the event, if he was hospitalized, and what blood glucose result the paramedics obtained. The power issue was not resolved during troubleshooting with the cca. The pt had changed the meter's battery according to the owner's manual. The meter, test strips, and control soution were replaced. This complaint is being reported due to the following conclusion: the pt was unable to test his blood glucose with the reported meter because of the power issue and received a glucagon injection from the paramedics.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.